Event description:
It was reported that the patient complained of discomfort due to their right ventricular lead delivering multiple shocks from noise over-sensing. The lead was found to be fractured. The lead was capped and replaced on (B)(6) 2023. The patient was stable.